Event description:
It was reported that the unit displayed an error message due to overheating. No injury to pt reported.

Manufacturer narrative:
At the time of this report the unit had not been returned for eval. Once the unit is received and the eval is completed, a f/u report will be submitted.